Manufacturer narrative:
Section d4: additional information. Section g3: additional information. Section h4: additional information. Manufacturer's investigation conclusion: although the cause cannot be conclusively determined through this evaluation, the center reported that the pi events were related to hemodynamics. The account communicated that the patient was bleeding and suggested that pi events and speed drops, typically 200 rpms, could be related to that. Although the account initially reported bleeding, it was later communicated that the patient was not bleeding. According to the account, the pi events were likely due to routine hemodynamics and it was also stated that they are unable to provide the patient¿s status and plan of care. The submitted system controller log file contained approximately 2 days, 3 hour, and 17 minutes of data, beginning at time stamp 180 days, 23 hours, and 37 minutes. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The heartmate ii lvas IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon interrogation the patient had several speed drops, typically 200 rpms. The patient was reportedly bleeding, and healthcare providers suggested that pi events and speed drops could be related to that. Technical services responded that the pump speed recordings below the set speed were all associated with pi events, which is normal. There were no unusual events recorded in the log file. The mcs equipment is operating as intended.